Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose at time of incident was 250 mg/dl. The customer stated that the pump is not communicating with the transmitter. The customer stated rf communication was not established. The customer was advised to disconnect the transmitter from sensor and check connection. The customer was advised to reconnect the tranmitter to sensor. The customer stated the minilink led blink on and off. The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose at time of incident was 250 mg/dl. The customer was advised alert did occur as a result of the 1st calibration atempt after init. The customer was advised to wait 1 hour before entering another finger stick value. The customer now has communication.